Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for positioning issue and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly positioning issue, tilt and unable to retrieve. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6). Weight of the patient was not provided.